Event description:
It was reported: "the service declared that the balloon inflated spontaneously for a period of injection (serigraphy) without possible control by the doctor (impossibility of deflate the balloon). The use of this device in cerebral arteries of small diameter would have could have catastrophic consequences for the patient (rupture of the artery which was the balloon causing intracranial bleeding possibly fatal). The offending balloon was immediately removed and replaced by a balloon from the same reference which was used without problem. This incident had no consequences for the patient (no rerupture arterial)"

Manufacturer narrative:
Balt USA has aligned the united states mandatory reporting process with balt extrusion. Under this improved reporting process, "similar devices" between balt extrusion and balt USA have been defined. All complaints received by balt extrusion and related to such similar devices which are marketed in the united states by balt USA shall be evaluated by balt USA according to MDR requirements. This complaint concerns a balt extrusion device and has been deemed MDR reportable under this program and recorded in the balt USA complaint management system. Balt USA's reference number: (B)(4). Here is the summary of event and investigation as reported by balt extrusion: the returned product was inspected in our quality laboratory with the support of the engineering teams. After analysis under binocular, we noted that the tube and the braid were damaged around 30cm from proximal part. Balloon was inflated and no anomaly was observed on his shape. The dhrs (device history records) review did not highlight any anomaly during manufacturing which could potentially explain this issue. The balloons are 100% controlled during manufacturing with an inflating test. The test results did not reveal any anomaly that could potentially explain the issues experienced by the user. The tubes integrity is also 100% controlled with a visual inspection before the packaging into protective dispensers. No anomaly was observed too on this specific step. There is no similar complaint registered in our database to date on this lot number according to the incident description, the catheter eclipse2l was inserted in the lateral route of the y connector, where the protruding angle could damage the surface of the catheter during its passage (as observed during investigation). As a result, during the injection by the guiding catheter, compression may have occurred at this level, driving the solution between the external lumen catheter layer and ptfe internal inflation lumen layer towards the balloon and thus causing it unexpected inflation. The use of an automatic injector during the procedure (even before balloon inflation) may have accentuated the above-mentioned compression phenomenon, since the pressures reached during injection can be high with this type of device. Also, the difficulties encountered during deflation of the balloon can be explained by the fact that the internal walls of the ec2l catheter were "collapsed", especially since the depression created during deflation accentuates this phenomenon. In conclusion, the results of the investigations led show that this incident could have been caused by the procedure's conditions: use of the lateral root of the y connector to insert the eclipse2l in the guiding catheter as a result the external layer of the kt was damaged (pierced) and the injected liquid could enter between layers. This phenomenon could be also reinforced by the using of automatic injector. The returned product inspection did not reveal any anomaly, as well the review of the manufacturing records. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA has aligned the united states mandatory reporting process with balt extrusion. Under this improved reporting process, "similar devices" between balt extrusion and balt USA have been defined. All complaints received by balt extrusion and related to such similar devices which are marketed in the united states by balt USA shall be evaluated by balt USA according to MDR requirements. This complaint concerns a balt extrusion device and has been deemed MDR reportable under this program and recorded in the balt USA complaint management system. Balt USA's reference number: (B)(4). Pending device return and analysis.

Event description:
It was reported: "the service declared that the balloon inflated spontaneously for a period of injection (serigraphy) without possible control by the doctor (impossibility of deflate the balloon). The use of this device in cerebral arteries of small diameter would have could have catastrophic consequences for the patient (rupture of the artery which was the balloon causing intracranial bleeding possibly fatal). The offending balloon was immediately removed and replaced by a balloon from the same reference which was used without problem. This incident had no consequences for the patient (no reuprture arterial)".